Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 silicone tip of the jaw came out of the box missing. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Updated: date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes, additional MFR narrative. The device was returned to the factory for evaluation. Signs of clinical usage and no evidence of blood were observed. A visual inspection determined that the heater wire was flexed away at the base of the hot jaw and detached at the tip. There was no blood or tissue on the jaws. The silicone insulation on the jaws was peeled at the tip of the cold jaw and remained in place at the base. Based on the returned condition of the device the reported complaint was confirmed for reported failure ¿peeled ¿ and the analyzed failure mode "bent wire detached" was confirmed. Specific actions for the confirmed failure mode are being maintained and documented under maquet¿s failure investigation report (fir) system. (B)(4). Updated: report date, date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes, additional MFR narrative. The device was returned to the factory for evaluation. Signs of clinical usage and no evidence of blood were observed. A visual inspection determined that the heater wire was flexed away at the base of the hot jaw and detached at the tip. There was no blood or tissue on the jaws. The silicone insulation on the jaws was peeled at the tip of the cold jaw and remained in place at the base. Based on the returned condition of the device the reported complaint was confirmed for reported failure ¿peeled ¿ and the analyzed failure mode "bent wire detached" was confirmed. Specific actions for the confirmed failure mode are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 silicone tip of the jaw came out of the box missing. A replacement device was used to complete the procedure. The hospital did not report any patient effects.